Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced neuropathy and gingival bleeding. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. The consumer has not discontinued use and the events continue. The patient called gsk because her daughter had seen a television advertisement regarding super poligrip and told her to stop using it. The manufacturer's report number for this case is 9681138-2009-00102. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).